Event description:
During follow-up, far field r wave oversensing resulting in automatic mode switch episodes were observed. Abbott technical support was contacted and recommended reprogramming the device. No intervention was performed at this time. The patient was in stable condition and will continue to be monitored.